Manufacturer narrative:
A partial lead with the tip measuring 51.0 cm was returned for analysis. External insulation abrasion was noted at 7.0 - 8.3 cm and 11.8 - 12.5 cm from the distal tip. The etfe coating was intact at these locations. Other damages found on this piece were consistent with procedural damages.

Event description:
New information noted that the right ventricular lead was explanted. Patient was stable post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. During visit, physician discovered externalized conductors on the right ventricular lead. Lead revision was scheduled. Patient was in stable condition.